Manufacturer narrative:
The company microstent was not received at the manufacturing site and is not available for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. During an glaucoma micro-stent implant procedure, stricture or herniation in schlemm's canal was encountered; patient anatomy precluded implantation. Therefore, the microstent was recaptured and upon recapture iris was contacted resulting in an iridodialysis and other clinical issues reported. The IFU (instructions for use) includes a precaution when reengaging the interlock to avoid inadvertent capture of tissue between the interlock and the microstent. The microstent was not returned for evaluation; thus, the no additional evaluation could be performed and the cause of this complaint is unknown. The root cause of the reported issue is unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an glaucoma micro-stent implant procedure, the surgeon stent implantation attempted and surgeon encountered stricture or herniation in schlemm's canal. The microstent was recaptured and upon recapture iris was contacted and iridodialysis was observed and intraoperative heme was observed. Heme/clotting in the periphery of ac (anterior chamber) was observed at the end of the case. Cataract extraction was completed without complication and iol (intraocular lens) was placed in the bag. Patient was seen at office at the end of the day of surgery, doctor reports no new heme at 5 pm in my office with good intraocular pressure (iop) at 30 for hemostasis. Added steroid and glaucoma drops as a n treatment. Post operation day 1, the patients iop 24mmhg, pain free, poor vision consistent with heme. Patient return on post operation day 3 and her iop was increased. The surgeon did a traverso. The surgeon also stated that, no new bleeding but patient has a lot of red cells, a small hyphema, and poor vision. Additional information has been received and stated that, the stent was interlock. Traverso performed in office to reduce iop.